Event description:
It was reported that the device would not operate on battery power. There were no reports of patient use associated with this failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that there was an open land between capacitors c4 and c25.